Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menopause ("menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastric disorder ("gastrointestinal or digestive system condition: gastropathy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menopause, vaginal haemorrhage, gastric disorder and weight increased outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, gastric disorder, menopause, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case become incident. Lot number added. Previously reported event injury replaced by specific events: abdominal pain, menopause, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), gastropathy, weight gain. She underwent hysterectomy with bilateral salpingectomy. Reporters, demographics, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced endometriosis ("endometriosis") and was found to have uterine leiomyoma ("uterus fibroid"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menopause ("menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menstrual bleeding/ heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastric disorder ("gastrointestinal or digestive system condition: gastropathy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menopause, vaginal haemorrhage, gastric disorder and weight increased outcome was unknown and the menorrhagia, dysmenorrhoea, endometriosis and uterine leiomyoma had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, gastric disorder, menopause, menorrhagia, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. Event: endometriosis and uterus fibroid were added. Lab data were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menopause ("menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastric disorder ("gastrointestinal or digestive system condition: gastropathy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menopause, vaginal haemorrhage, gastric disorder and weight increased outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, gastric disorder, menopause, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.